Event description:
A blood leak occurred 2.5 hours after start of hemodialysis treatment. The dialyzer was at the initial use. The leak was observed with leak detector. Blood loss volume was around 300cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given to the patient.